Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer had gone through multiple supply changes while trying to resolve the issue. Ultimately a new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.